Event description:
Pt underwent an uneventful breast augmentation. Post operatively she was found to have a full thickness burn of her upper posterior right arm. There was no indications at any time that the pt was not properly grounded during the procedure.